Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml exactamix eva tpn bag had leaked. This event occurred after compounding the device with an unspecified tpn solution. There was no patient involvement. No additional information is available.